Event description:
It was reported that the physician implanted a helex septal occluder to close an asd (atrial septal defect). The defect measured 12-13mm with balloon sizing. The following day on pre-discharge images, it was noted that the device had embolized to the left pulmonary artery. The device was removed in a transcatheter procedure and a 14mm amplatzer device was implanted. The pt was doing well following the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. The returned device eval will be included in a supplemental medwatch.